Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # 279a25. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage with a cartridge reload loaded in the device. The cartridge was received unfired and with the swing tab in the unlocked position. Further analysis shows a slight dent on the cartridge pan on the proximal end. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples do not meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, sr75 reload unable to fit onto ntlc75. There were no patient consequences.